Manufacturer narrative:
Patient demographic unknown. Medtronic rep took the o-arm and s7 and blue spine model into another room to trouble shoot after procedure, rep could not reproduce the inaccuracy. No impact on patient outcome reported.

Event description:
Medtronic representative reported that surgeon claimed he was inaccurate with the navigation system and o-arm and adjusted accordingly while still using both systems. The surgeon stated he was inaccurate with all spins taken. The surgeon completed the case with navigation and no impact on patient outcome reported.